Manufacturer narrative:
The customer reported problem was not confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
It was reported that the screen was shaking. It was noted that after a battery test was performed, the device "heated up". There were no patient involvements at the time of the event. Although requested, additional information was not provided.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the screen was shaking. It was noted that after a battery test was performed, the device "heated up". There were no patient involvements at the time of the event. Although requested, additional information was not provided.